Event description:
Consumer stated she bought the night protector at (B)(6) and she tried both of the package. The first one fit beautifully for the first week, but then felt too big. I actually woke up one night and it was half way down my throat, gagging on it, she had to sit up and pull it out of her throat.